Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failed and was unable to open. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, e2, e3, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-apr-2022 to 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed intermittently and could not be opened. The field service engineer swapped drawer controller, latch, and sensor, adjusted chassis rails, and moved twangers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failing intermittently and was not sensing closed. The drawer was recovered by adjusting the chassis rails and moving the twanglers forward as the drawer was hitting front of the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed and was unable to open. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this event.